Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a shorted solenoid caused the drawer failure. A field service engineer, replaced the pyxibus controller board and solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer does not open. The customer reported that the malfunction caused delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.